Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer¿s blood glucose was 184 mg/dl. Customer loaded a new cartridge to address the issue.